Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the report that the patient had a possible post-operative leak that led to sepsis; which could potentially be related to a product problem.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged post-operative complication(s) experienced by the patient. If additional information is received a follow-up MDR will be submitted to the FDA. A review of the site's complaint history does not show any additional complaints related to this event. Image/video review: no image or video clip for the reported event was submitted for review. Failure analysis review: failure analysis investigation is not required as no product was returned for this event. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the customer claim that there was no product issue during the case. Additionally, all instruments used in the case were used in subsequent procedures with the exception of the following: vessel sealer instrument, sureform 60 instrument, and the stapler reloads. These are all single use instruments and accessories, and site reviews have shown that no complaints were filed against the instrument. Logs indicate that sureform 60 stapler instrument part number 480460-07, lot l10190326-0490 fired five sureform reloads (1 green followed by 4 blue). All firings were completed per the logs. There were pauses for compression on the green sureform reload fire (1 pause) and the first blue sureform reload fire (4-5 pauses); however, all subsequent firings had no pauses for compression. There were no incomplete clamps in the procedure. Medical review: a review of the event was conducted by an isi medical safety officer and the following additional information was provided: based upon the information provided, the medical officer was unable to either agree or disagree with the allegation of a staple line leak. The information provided neither supports nor refutes the allegation of a staple line leak. The information obtained refers to an autopsy report which is reported by the surgeon to indicate that the cause of death was sepsis. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted gastrectomy surgical procedure, the patient had an alleged post-operative staple line leak that led to sepsis. As a result, the patient reportedly expired. There was no allegation of a malfunction of the da vinci surgical system, instruments and/or accessories during the surgical procedure. However, it is unknown what caused or contributed to the post-operative complication and subsequent death of the patient.

Event description:
It is reported that after undergoing a da vinci-assisted sleeve gastrectomy surgical procedure, the patient had a possible postoperative leak that led to sepsis. The patient reportedly expired. On 19-aug-2020 and 02-sep-2020, intuitive surgical, inc. (Isi) contacted the isi clinical territory associate (cta), who was informed of the incident by the surgeon and obtained the following information. According to the cta, the patient was a (B)(6)-year-old male with a history of morbid obesity. The patient underwent a da vinci-assisted sleeve gastrectomy procedure on (B)(6) 2020. There were no reports of any intraoperative complications or a malfunction of the da vinci surgical system. Leak tests were performed, and there were no issues reported. The initial surgical procedure was completed robotically. The following were confirmed: there was no video recording of the robotic procedure, and since there were no intra-operative complications, the stapler instrument and the reloads used during the procedure were discarded. The patient was discharged on postoperative day #1. On postoperative day #4, the patient reportedly called the surgeon reporting symptoms of fever and vomiting. The surgeon advised him to go immediately to the ER. The patient did not go to the ER until the following morning, i.e., on (B)(6) 2020. The robotic surgeon who performed the sleeve gastrectomy was unavailable, and the patient was so sick that there was no second procedure conducted; however, another surgeon performed a diagnostic egd (esophagogastroduodenoscopy) on the patient and confirmed there was no stricture on the pylorus. It was alleged that the patient had a postoperative complication of a staple line leak that led to sepsis. As a result, the patient subsequently expired later that day. Since there was no 2nd surgical procedure performed, the surgeon could not confirm if the staple lines were intact. The surgeon stated that the cause of death, as per the autopsy report, was sepsis. It was confirmed that the surgeon did not allege that a malfunction of the da vinci system, an instrument, or accessory occurred.